Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent transforaminal spine fusion surgery from vertebrae l5 to s1 using rhbmp-2/acs. The patient's post-operative period has been marked by increasingly severe low back pain and lower left extremity weakness. Almost nine months post-op, the patient underwent an MRI scan which revealed an ill-defined structure within the left lateral recess and left neural foramina at the implant site. Four years one month post-op, the patient underwent an MRI scan which revealed left foraminal restriction secondary to disc/osteophyte encroachment upon the inferior aspect of the left foramen at the level of implant. Reportedly, the patient continues to experience severe and unrelenting low back pain and weakness that radiates into her left lower extremity.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2008 the patient underwent the following surgeries: l5-s1 transforaminal lumbar interbody fusion to treat the following pre-op diagnosis: 1. L5-s1 herniated disk, 2. Degenerative disk disease. Implants used: concords size 10 graft rhbmp-2/acs (bone morphogenic protein). Two 35 mm viper ii rods, 6 x 40mm viper ii cortical screws and 30 ml of crushed cancellous bone graft. Op notes: a 35mm rods were placed on each side and tightened with set screws. Once the rods were in place and the screws were in place, through the left-sided incision was dissected down to the lamina. A partial laminectomy at this level, down to expose the disk space. The surgeon then identified the l5 and s1 nerve roots out of the way; they used the long 15 blade to incise the annulus to get into the disk space. Then the surgeon used pituitaries, straight and angled pituitaries, as well as straight and angled curets to remove the disk at the l5-s1 level. Also, once the disk was removed, and then irrigated the wound copiously. Also using shavers of various sizes this assisted in removing the disk. Once this was done, then removed the retractors, took a final intraoperative x-ray and then inser ted a hemovac drain, closed the deep fascia with number 1 vicryl, the deep subcutaneous tissues with 0 vicryl, deep dermal layer with 2-0 vicryl and then skin with 4-0 biosyn. The patient extubated and taken to recovery room in stable condition. On (B)(6) 2010 the patient underwent the implantation of temporary neuroelectrodes for a spinal column stimulation trial to treat the pre-op diagnosis: pain due to lumbar disk displacement.